Event description:
Three depuy acromed frontier cap inserters broke during use in the same case. This resulted in a 3-4 hour extension of the surgery time to remove the hardware and implant other devices. Contact reported no pt injury as a result of this situation.